Manufacturer narrative:
B3: bsc aware date used as event date, as it is unknown. D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. H6: patient code added: renal failure. Literature citation: wang g, chen y, ding j, li h. (2025). Rare cause of acute abdomen aortic embolism. Eur heart j cardiovasc imaging. 26 (6): 1076-7. Doi: 10.1093/ehjci/jeaf046.

Event description:
Reported via journal article: it was reported device embolization occurred. A left atrial appendage (laa) closure procedure was performed, and a 20mm watchman flx closure device was implanted. Three (3) days after the procedure, the patient experienced recurrent oliguria accompanied by systemic edema and an increase in blood creatinine level, and after readmission computed tomography angiography (cta) revealed an embolism in the abdominal aorta, which decreased bilateral renal artery perfusion. The emboli was proven to be the detached closure device in cta and aortic angiography. The right renal artery was reduced by 20-30 percent, and the left renal artery was compressed by 50-60 percent. Perfusion was also worse in the left kidney than in the right kidney. A percutaneous intervention was performed to remove the closure device, which was successfully explanted. Angiography did not show any clear signs of dissection or aneurysm, and after successful retrieval of the closure device, the patient's blood creatinine level decreased by the fourth postoperative day. During the 3-month follow-up period, the patient did not experience any renal failure or cardiovascular events. The patient remained free of oliguria, and his renal function remained stable.

Manufacturer narrative:
B3: bsc aware date used as event date, as it is unknown d4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Literature citation: wang g, chen y, ding j, li h. (2025). Rare cause of acute abdomen aortic embolism. Eur heart j cardiovasc imaging. 26 (6): 1076-7. Doi: 10.1093/ehjci/jeaf046.

Event description:
Reported via journal article it was reported device embolization occurred. A left atrial appendage (laa) closure procedure was performed, and a 20mm watchman flx closure device was implanted. Three (3) days after the procedure, the patient experienced recurrent oliguria accompanied by systemic edema and an increase in blood creatinine level, and after readmission computed tomography angiography (cta) revealed an embolism in the abdominal aorta, which decreased bilateral renal artery perfusion. The emboli was proven to be the detached closure device in cta and aortic angiography. The right renal artery was reduced by 20-30 percent, and the left renal artery was compressed by 50-60 percent. Perfusion was also worse in the left kidney than in the right kidney. A percutaneous intervention was performed to remove the closure device, which was successfully explanted. Angiography did not show any clear signs of dissection or aneurysm, and after successful retrieval of the closure device, the patient's blood creatinine level decreased by the fourth postoperative day. During the 3-month follow-up period, the patient did not experience any renal failure or cardiovascular events. The patient remained free of oliguria, and his renal function remained stable.